Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: when puncturing, suturing or incising the tissue near the introducer, use caution to avoid damage to the introducer. Upon removal from package, inspect the product to ensure no damage has occurred. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. However, it is feasible to suggest that the tip became damaged during the attempt to advance through the femoral artery. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
It was reported that during a peripheral superficial femoral artery (sfa) procedure, the tip of the sheath split when trying to access a common femoral artery. A sheath was replaced with another device. No further details were provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a peripheral superficial femoral artery (sfa) procedure, the tip of the sheath split when trying to access a common femoral artery. A sheath was replaced with another device. No further details were provided.